Event description:
This is filed to report the single leaflet device attachment/slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had been on steroids for the last five years due to cancer. The mitraclip procedure was on (B)(6) 2022. One clip delivery system (cds) was advanced to the mitral valve and implanted successfully, reducing mr to 3. On (B)(6) 2022, prior to discharging the patient, transthoracic echocardiography (tte) was performed showing the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. Per the physician, the slda may have occurred due to the texture of the tissue due to steroid use. No additional intervention was performed at this time. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) was due to patient anatomy. The reported mitral regurgitation (mr) is a cascading effect of the reported slda. The reported effect of mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had been on steroids for the last five years due to cancer. The mitraclip procedure was on (B)(6) 2022. One clip delivery system (cds) was advanced to the mitral valve and implanted successfully, reducing mr to 3. On (B)(6) 2022, prior to discharging the patient, transthoracic echocardiography (tte) was performed showing the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Mr increased to 4. Per the physician, the slda may have occurred due to the texture of the tissue due to steroid use. No additional intervention was performed at this time. No additional information was provided.